Manufacturer narrative:
H3, h6: it was reported that on a literature review, a study from australia orthopaedic association national joint replacement registry. 32 revision surgeries were reported due to metal related pathology associated to the implant, while using bhr components. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history, device labelling / instructions for use and risk management review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: (B)(4). James stoney, clin ortho relat res (2020) 478:2625-2636 ¿clinical orthopaedics and related research 2020 - is the survivorship of birmingham hip resurfacing better than selected conventional hip arthroplasties in men younger than 65 years of age? A study from australia orthopaedic association national joint replacement registry.¿

Event description:
It was reported that on literature review ¿clinical orthopaedics and related research 2020 - is the survivorship of birmingham hip resurfacing better than selected conventional hip arthroplasties in men younger than 65 years of age? A study from australia orthopaedic association national joint replacement registry.¿, 32 revision surgeries were reported due to metal related pathology associated to the implant, while using bhr components.